Event description:
On event date the end-user called minimed, USA and stated that the tubing has disconnected from the luer lock. Customer does not know if the infusion set or tubing was pulled at by clothing or something else. Customer already used safety loop when inserting infusion set. On may 4, 2001 maersk medical received the complaint and the used tubing.